Event description:
The user facility reported during vitrectomy surgery the doctor noticed the luer lock that connects to the vitreous line would not tighten properly. The aspiration was compromised. The pack was discarded.

Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed. Report 1 of 2, see 1920664-2013-00365.